Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis and surgical intervention. During the ablation phase, a cardiac tamponade was noticed as there was a drop of blood pressure. The cardiac tamponade was confirmed by intracardiac echocardiogram. A pericardiocentesis was performed and 2500cc of fluid was removed. The patient was the sent for sternotomy in the operating room. The patient did require extended hospitalization due to the sternotomy. The patient has since fully recovered. The physician did not provide a casualty opinion for the cause of the adverse event. However, it is noted that an increase in wattage from 30w to 40w may have contributed to the event.there was no transseptal puncture performed. A st. Jude medical agilis 8.5 fr sheath was used. The generator was in temperature control mode with a temperature cutoff of 45°c and power cutoff of 50 watts. Readings at the time of injury were temperature 37°c, impedance 145 ohms, and power 40w. The last ablation cycle at the site of injury was 15 seconds and the overall ablation time at the site of injury was 2 minutes and 30 seconds. The power was not titrated during ablation. The irrigation flow was set to 30 ml/min. There were no error messages on biosense webster inc. Equipment during the procedure. The patient received anticoagulant and the activated clotting time was around 250 seconds. The smarttouch catheter was not in close proximity to another catheter. The was catheter zeroed properly after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. The carto® 3 system did not indicate to re-zero the catheter.